Manufacturer narrative:
H3: dimensional inspection found lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial in liquid. Visual inspection found optic split and haptic broken. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k - this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -9.50/2.0/082 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was explanted due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown. Per the reporter on 30/jun/2021, "there are no plans to implant another lens, due to the low vault. "

Manufacturer narrative:
B4 corrected aware date: 28-jun-2021. Claim # (B)(4).